Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient was experiencing unspecified symptoms and was subsequently diagnosed with bilateral baker grade iii and IV capsular contracture affecting the right and left breasts, respectively. As a result, the patient will undergo removal and a planned replacement on (B)(6) 2022. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-03436 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 25, 2022, the mentor analysis lab received the suspect medical device for evaluation. An updated explantation date was provided as (B)(6) 2022. Additional information provided with the product stated the patient underwent replacement with 200cc mentor memorygel breast implants. On june 01, 2022, mentor completed an evaluation of the returned device. Mentor conducted a visual inspection of the device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 28, 2022, became aware of the device's identity and the date of implantation of the device. Device name: 200cc mentor memorygel breast implant, catalog: 3502001bc, lot: 9589099, serial: (B)(6). Additionally, on april 29, 2022, a duplicate file was discovered using the identity of the product. Medwatch report-11042022-0001164672 corresponds to medwatch report-07042022-0001163111 as both complaint files have submitted initial reports. Using the associated file, the patient's ethnicity and race was also discovered. Manufacturer¿s reference number: (B)(4).